Manufacturer narrative:
The returned device was visually examined under the microscope, and the lead was found to be severely kinked with wires broken at approx 8.5cm from stimulation end. Testing revealed that channels 1, 3, 4, 5, 6, and 7 measured open. As there was no breach of the outer tubing where the fracture occurred, the damage observed was consistent with repetitive overstress the lead was subjected to while implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt's ((B)(6)) scs system includes a percutaneous lead. It was reported the pt stimulation lost stimulation approx nine months after implant. Further interrogation found interrogation found high impedance measurements and lead breakage. As such, the pt's lead was replaced. Effective stimulation was recaptured for the pt following the procedure.